Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions for a complete pump reset and guided the caller through the process. After the reset, the cgm error did not reappear, and the customer successfully started their sensor session.